Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, therapy was turned on and patient had great coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge the scs ipg as recommended. As a result, the patient lost therapy due to scs ipg becoming inoperable. As a result, surgical intervention may be taken at a later date to address the issue.